Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. The customer was able to continue using the pump without recurrence of the malfunction code and was advised to call back if any issues reoccurred.